Event description:
Edwards has received information that this bioprosthetic mitral valve has exhibited severe mitral regurgitation at seven (7) days and at four (4) years, one (1) month after implant. Device remains implanted and there were no reported adverse patient effects. It was further reported that patient had undergone a previous mitral valve replacement four (4) years prior to this event and has underlying co-morbidities.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. Should additional information be received at a later date, a supplemental report will be submitted.

Manufacturer narrative:
New information received indicates mitral regurgitation was moderate. This event is not considered a reportable malfunction, nor a product problem.

Event description:
Additional information received at a later date indicates the (B)(4) regurgitation grading system is based on a scale of 1 to 6, trivial through severe. In this case mitral regurgitation of +4 is considered moderate.